Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the coated cautery tip was used throughout case without problems. Towards the end of the case, the staff heard a snap sound and saw a spark. They stopped using the cautery device and held it up to examine it and saw a flame burning off the cautery tip. The flame was extinguished by the surgeon with a sponge. The cautery tip and pen were removed from service. There was no apparent harm to the patient.

Manufacturer narrative:
(B)(4). Functional testing of the incident electrode found it to function properly. Visual inspection found the tip of the electrode was charred. The cause of the reported event was identified as the electrode coming into contact with a metal object. No trend has been identified for this failure mode.